Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and drawer didnt recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer (fse) found drawer failure occurred due to a medication jam and a loose row board connection. Fse cleared the jam and reseated all row board connections in main drawer 2.1 and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.